Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the pump was returned with all of the buttons on the keypad operating intermittently. Contamination was found underneath all of the button contacts. Unrealted to the keypad issue, the battery compartment was cracked from the bottom traveling to the bumper. The display screen was dim and discolored. The audio bolus button operated intermittently. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.